Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A hospital reported that the ear thermometer allegedly provided a low temperature reading for a pediatric patient. The child's temperature was reportedly measured at 36.6°c. A subsequent measurement using a mercury thermometer allegedly showed a temperature of 38.8°c, indicating the presence of a fever. Antipyretic treatment was reportedly initiated. No additional information was provided regarding the patient's diagnosis or clinical outcome. Kaz USA, inc. Has requested that the product be returned to our company for testing.